Event description:
A customer contacted beckman coulter inc. (Bec) in regards to reporting that the probe was dripping on the coulter act diff analyzer. The customer was wearing gloves, a gown, and goggles at the time the drip was observed. The customer did not come in contact with any of the fluid. There was no exposure to open wounds or mucous membranes. The drip did not affect patient results. There was no death, injury or changes to patient treatment attributed to or connected to this event.

Manufacturer narrative:
The customer cleaned the probe and replaced the probe wipe with no assistance. However, the customer still requested service to correct the issue. A bec field service engineer (fse) was dispatched on (B)(4) 2012 for this event. The fse replaced the associated valve (vl - 8), the diluent and aspiration syringes, the pinch tubing, and the bleached backwash tubing. The issue was resolved. The likely root cause for the probe leak may be attributed to parts replaced/service provided subsequent to the event that repaired the instrument. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).